Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt is bilaterally implanted. She consistently wore both processor until approx 1 year ago when she began to pull off her right processor due to apparent discomfort. The audiologist tried different program variations but the problem persisted. Previous testing indicated a history of a short circuit between channels 11 and 12 which have been disabled. Channel 6 has been disabled due to discomfort. During a recent programming session, the audiologist was unable to stimulate any given channel above 7qu before either spontaneous nystagmus began or the pt removed the processor. Integrity testing report carried out indicated that the device is functioning within normal limits. Information rec'd on (B)(6) 2011 stated that the pt has now been scheduled for explantation and possible re-implantation on (B)(6) 2011.